Event description:
The initial surgery took place in 2006. A hallu-s plate and a bold screw were implanted by the surgeon. About 6 weeks after the surgery, during a check up, the physician noticed that the hallu-s plate was broken. The pt used post-operation shoes. A removal surgery was done approx 2 months later 2006. The plate was observed to be broken, but the screws were securely in place.

Manufacturer narrative:
The device has been received for evaluation and an investigation is ongoing based on the reported info.